Event description:
The customer reported that a needleless connector leaked when flushed. The connector was attached to the end of a port a cath needle. After flushing the needle/connector with normal saline following an infusion, the syringe was removed, blood leaked out from the connector and it was noted that the gland did not return to the closed position. No pt harm or med intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.